Event description:
It was reported by the patient who reached out to insulet leaving a voice message regarding high blood glucose levels (bg) that led to diabetic ketoacidosis (dka). The patient stated on the voice message that in the past 2 years they have had to seek medical attention for dka twelve times. All events have been documented and we have reached back out to the patient to obtain more information regarding those events.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.